Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20587. It was reported the patient's (B)(6) scs leads had migrated (date of event unknown). Consequently, the scs system was explanted as the physician experienced difficulty in placing the new leads (MFR. Report # 1627487-2015-20588). The device information is unknown at this time.